Manufacturer narrative:
The insulin pump had a corroded keypad trace. All button functioned properly. The insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was good. The customer already on the backup plan. The customer stated that the device was not dropped. The customer was advised that the device would be replaced.